Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient was paralyzed for two days and couldn't move their head or body, so they laid in bed for those two days. It was noted this happened because they didn't have access to their controller and the ins discharged. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient called back repeating the same information that they were paralyzed for two days the last time the ins discharged and their ins has discharged again and they are worried the same thing will happen again. They made an appointment with their healthcare professional (hcp) but the reason they are calling back is because today the controller screen went blank so patient services had the patient remove and re-insert the battery pack and the patient reports that it is now working as designed. No further complications were reported/are anticipated.